Manufacturer narrative:
Investigation conclusion: further investigation cannot be pursued because there is no lot number.

Event description:
Report received of discrepant inratio values patient's therapeutic range 2 .0 - 3.0. (B)(6) 2016 inratio inr = 1.3. (B)(6) 2016 inratio inr = 1.4. Historical inr: (B)(6) 2016 inratio inr = 3.8. No reported adverse patient sequela.